Event description:
It was reported that the patient had n artificial urinary sphincter explanted and replaced with a 5cm cuff due to urethra cuff erosion. No further patient complication were reported in relation to this event.

Manufacturer narrative:
Analysis results: the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required. Atrophy resulting in bulbous urethra cuff erosion.

Event description:
It was reported that the patient experienced atrophy resulting in bulbous urethra cuff erosion with an artificial urinary sphincter (aus). The aus cuff was removed and a new aus 5.0cm cuff was implanted. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: atrophy resulting in bulbous urethra cuff erosion.

Event description:
It was reported that the patient experienced atrophy resulting in bulbous urethra cuff erosion with an artificial urinary sphincter (aus). The aus cuff was removed and a new aus 5.0cm cuff was implanted. Should additional relevant details become available, a supplemental report will be submitted.